Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high and the insulin pump alarmed failed battery test. The customer¿s blood glucose was 600mg/dl at the time of incident. The customer reported yesterday she was at emergency room for scan of belly. So she took off everything and then the pump kept beeping they took out battery to get it to stop beeping. Pump alarmed with replace battery now. The customer was being walked through the troubleshooting but then the call was dropped. The insulin pump will not be returned for analysis.